Manufacturer narrative:
Age at time of event: the patient age was reported as " 7-decade-old". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized and was treated with cephalosporin (intraperitoneal, discontinued) for peritonitis. Ten days after the event onset, the patient was discharged from the hospital. Seven days after event onset, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.